Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03197. It was reported the patient suffered a recent fall and shortly after stimulation became ineffective. Reportedly, x-rays were taken and revealed lead migration. As a result, surgical intervention may be undertaken as the next course of action to address the issue.